Manufacturer narrative:
Initial and final MDR (B)(4)device 2 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set leakage at site event on 11-jun-2024. No further information available.